Event description:
It was reported to medtronic neurosurgery that the drain bag luer connection broke. It was also reported that there was no patient injury.

Manufacturer narrative:
The returned product was patent. The drain bag luer connection was observed to be intact. Therefore the condition of the complaint could not be duplicated by laboratory personnel. The device did not meet the requirements for leak testing as there was a disconnection at the y site sampling port. Proteinaceous debris was noted within the product. Adhesive was present at the connection. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).